Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a battery life issue. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a power issue.

Manufacturer narrative:
Follow-up #1: date of submission 11/25/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/16/2015 with the following findings: the black box data from the date of the complaint has been overwritten. The complaint was unable to be confirmed or duplicated during investigation. Current black box showed no evidence of a short battery life. The current draws were within specifications. Unrelated to the original complaint, the battery cap was unable to fully tighten. The battery cap threads were found to be damaged and the battery cap was found to be cracked. The battery compartment was found to be cracked in the thread area. There was evidence of moisture contamination inside the battery compartment. A leak test showed a leak at the battery compartment crack. The pump case was removed and there was no evidence of additional moisture inside the pump. Additionally, when the pump was powered on the display appeared to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.